Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had an unknown signal artifact monitor (sam) event. Technical services reviewed and found the sam event to be likely due to oversensing of external electromagnetic interference. All lead measurements were found to be within normal limits. The physician opted to leave the respiratory rate trend off. This crt-p remains in service. No adverse patient effects were reported.